Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer experienced low blood glucose levels. The customer¿s blood glucose levels 50 mg/dl and 300 mg/dl. The customer did not mention any treatment related to low blood glucose level. The customer did not mention any symptom related to low blood glucose level. The insulin pump will not be returned for analysis.